Event description:
It was reported that during an unspecified surgical procedure, it was observed that the compact speed reducer stopped working. It was further reported that during use, it was observed that the device turned off. As a result, there was a ten minute delay to the surgical procedure. An identical spare device was available for use. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a follow up report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device had no rotation and there was corrosion on the gearbox. Therefore, the reported condition was confirmed. It was determined that device showed signed of corrosion that was indicative of damage caused by immersion during cleaning, which was failure to follow directions for use. The assignable root cause was determined to be due to improper cleaning, which is misuse, abuse and/or user error. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.